Event description:
Per pmi sales rep: "today the co fielded a complaint about angiojet not being isovolumetric and that alarms kept going off. Co was also told that a totally occluded fistula graft collapsed when the angiojet system was used. Fortunately, this was a fistula and there was no harm to the pt. Upon testing of the drive unit co discovered that the angiojet system when used with an av60 catheter would empty a 50 cc syringe in 30sec. The outflow and over pressure alarms were illuminating." The drive unit shuts down when the outflow and over pressure alarms illuminate. The hospital staff had to reset the alarms in order to continue with the case. The outflow and over pressure alarms would continue to illuminate every 10 seconds after the alarms had been reset because the drive unit was out of specification. The physician chose to operate the drive unit in an over pressure/outflow alarm (non-isovolumetric) condition which caused the graft to collapse.